Event description:
Incident: on an ems call, the monitor did not turn on when the selector knob was turned. Following this slight glitch, both batteries were confirmed completely dead, no indicator lights would activate on either battery. No power indicator on the front of the monitor was active either. Luckily, this was not a cardiac related event, and the monitor was being used to get baseline spo2 readings. Our actions: after this call, both batteries were placed in the charger in the station 58 ems room. Battery one, put in service in 2009 indicated an initial level of 13.54. Battery two, unlabeled, unk in-service date, indicated an initial level of 13.81. Both batteries had enough power to register in the recharger and were left in the charger to fully charge without a battery boost sequence required. One battery from the charger and one battery from the cache monitor were placed into the non-operational monitor and it turned on and functioned properly. No "critical failure" messages were seen upon the restart. Investigation: the firefighter from the shift prior was contacted and confirmed that the monitor had been completely checked the monitoring before and all green indicator lights had been visually verified. In addition, he verified that monitor had been used and functioned properly later that shift. Both firefighters on duty had experienced similar incidents while working at station 58. One 2-3 months ago, and one about a year ago. Summary: it is possible that the monitor had been left on in the compartment and the batteries had both completely drained. Although this seems unlikely, as the monitor would have most likely been heard chiming. It is possible there is something wrong with this monitor? Have similar incidents been reported at other stations? Ems staff were called at 1600 hours on friday, with no response. As station 58 has a cache monitor available, the original monitor has been left in service, batteries have been fully recharged and crews made aware of the issue.